Manufacturer narrative:
The affected device was manufactured in may 2006 and it was analyzed onsite by dräger service. During the analysis of the device and the log entries the reported problem could be confirmed. It was determined that an electrical component malfunction of the power supply resulted in the reported smoke and in a complete loss of power. The evita power supply is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical and the materials used are classified ul94 v-0 or better. Thus, the risk of fire is minimized in case of a component failure. In case of a power supply failure the device will open the airway system to allow spontaneous breathing and post an acoustical alarm in accordance to en60601. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit smoked while on a patient. The patient was bagged, and the ventilator was swapped out. There was no patient injury and no consequences of the smoke reported.